Event description:
The pt was reportedly experiencing intermittency and overly loud stimulation. Programming adjustments were made and external equipment was exchanged. However, the problem was not resolved. Testing showed that the pt's device is functioning. Surgery to explant the pt's device has been scheduled.